Event description:
It was reported that the ins had been over-discharged because, the pt had lost their recharger device subsequent to a move. The recharger had recently been located by the pt; the date of the last recharge session was unk. The pt had last received stimulation therapy six weeks prior to follow-up with the representative. This had been the first time the ins had been over-discharged and was in power-on reset (por). The pt had indicated an inability to travel a long distance for timely follow-up in the clinical setting; the rep would instruct the pt to perform a physician mode recharge process at home for the over-discharged ins. It was anticipated the pt would have the por cleared using the clinician programmer at follow-up with the hcp. Add'l info has been requested from the physician.

Manufacturer narrative:
.